Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported error. The fse reported that the iabp passed the pneumatic module leak tests and all manifolds test. All functional and safety tests were performed to factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
Customer reported that the intra-aortic balloon pump (iabp) generated an intermittent "gas leak alarm". It is unknown under which circumstances this event occurred. However, no death or injury was reported.